Manufacturer narrative:
(B)(4) the complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm and that the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. Additionally, it states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire detached and remained in the patient's skin. The patient's father stated that the transmitter was removed prior to removing the sensor pod. The sensor was inserted at the arm on (B)(6)2015. No additional event or patient information is available.